Event description:
A female was ambulating in an assisted living facility with the walker when one of the wheels allegedly came off and she fell. She was taken to the emergency room where she required six stitches to repair a laceration on her arm. X-rays of her shoulder and hip were negative. She was subsequently discharged from the ER back to the facility.

Manufacturer narrative:
The end user is a female. She lives in an assisted living facility. She has a history of arthritis and has had bilateral knee replacements. She was ambulating with the walker when apparently one of the wheels came off. She fell and was taken to the emergency room. She suffered a 4" x 4" cut on her hand and a laceration on her arm which required 6 stitches. She had x-rays of her shoulder and hip which came back negative. The wounds have healed. We anticipate the return of the sample but have not yet received it. At this time, we are not able to determine whether a malfunction occurred, contributing to the fall. If the sample is returned at a later date, it will be evaluated to determine a root cause and corrective action if necessary.